Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the left colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was deployed successfully; however, the remaining bands would not deploy properly. It was observed that the bands were jammed on each other. Reportedly, the device and scope were removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on december 15, 2020. It was reported to boston scientific corporation that the correct anatomy location was in the esophagus. Additional information received on december 22, 2020. It was reported to boston scientific corporation that the correct procedure performed was esophagogastroduodenoscopy (egd).

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (anatomy location and procedure type).

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the left colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was deployed successfully; however, the remaining bands would not deploy properly. It was observed that the bands were jammed on each other. Reportedly, the device and scope were removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.